Manufacturer narrative:
Inspected 2 opened and used enlite sensors and performed bicarbonate buffer test per specification. 1 of 2 sensors failed for low readings 1 remaining sensor passed per specification with accurate readings. Also found 2 bent cannulas and whole not broken unable to confirm if customer received sensor in said condition due to customer returning sensor opened/used.

Event description:
It was reported that the customer went through five sensors the day of the report. When he tried to insert the sensors, the cannula broke off in his body, he received sensor errors, and the transmitter did not blink when it was connected to the sensor. The customer's blood glucose level was 169 mg/dl. He also reported that his sensors looked like a z once they were taken out. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.